Event description:
The customer called from the medical doctor's office due to high blood glucose levels between 200 and 500 mg/dl for two or three days. Troubleshooting was performed and the customer stated that the insulin pump delivered one drop of insulin during the prime test. The customer did not have anymore supplies to run the test again. The insulin pump programming was correct. The customer stated that the medical doctor was going to take her off the insulin pump until it was replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.